Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
The customer indicates the device displays an ECG comm error code. No patient involvement.